Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop arterial fibrillation. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused a patient to develop cough/phlegm. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation lab for further evaluation. The external aspect of the device was inspected, and the manufacturer observed unknown dust/dirt contamination was present on all surfaces of the base unit. The device did not return with an sd card or filter. There was an unknown dust contamination present at the air inlet of the filter and at the iso port entrance. There was an unknown ring of residue around the iso port. There were visible mineral deposits at the entrance to the iso port. The internal aspect of the device was inspected, and the manufacturer observed unknown debris in the tracks of the ui panel. The manufacturer also observed that there were mineral deposits present on the motor casing and blower box housing suggesting unknown liquid ingress. There was an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. A portion of the blower box housing that supports one of the blower isolators had been damaged and the plastic has gone into the blower motor, causing the rattling noise heard when verifying airflow. A keratin-like substance was observed around the blower box outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that there was no presence of degraded sound abatement foam in the device but evidence of dust/ dirt and water ingress was observed in the device.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a cough and phlegm, atrial fibrillation. There was no medical intervention required by the patient. The reported event of a cough and phlegm, atrial fibrillation and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.